Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the hospital ran tests trying to pinpoint the cause of the diabetes ketoacidosis. The blood glucose reading at the time of the event 580 mg/dl. Customer was experiencing nausea, vomiting and headache. Customer was experiencing highs three to four days before the hospitalization. Hospital treated with insulin drip. The last blood glucose reading was 315 mg/dl, treated with manual injection. Nothing further reported.